Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately went into backup operation. No intervention was performed. The patient had no consequences.